Event description:
Phlebotomist was drawing blood from pt using the bd, needle, blood collection, multi-sample, 21ga x 1 1/2 in, grn hub, when phlebotomist changed blood tubes, the sleeve did not recover the needle in the barrel resulting in free flow of blood from the phlebotomy system. Blood covered pt, phlebotomy chair, and phlebotomist. This is the second instance in a one week period. Dates of use: estimated (B)(6) 2010. Diagnosis or reason for use: phlebotomy.